Event description:
It was reported that the patient experienced a shocking sensation. X-ray images revealed the right s1 lead was fractured. To address the issue, the lead was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.